Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, the failure mode was within expected parameters. The most probable cause of this complaint was material problems like, degradation, or inappropriate material. A mechanical problem like leakage/seal; stress; deformation; or wear and tear. A clinical imaging problem like radiofrequency induced overheating. A thermal problem like overheating. An environmental problem like temperature, dust or dirt, humidity. These causes can occur between components such as a circuit board, connector/coupler, electrical cable, electrical and magnetic, mechanical/structural cable, imager, lenses, optical fiber, handpiece, tip, mesh and marker without any design or manufacturing issue that could lead to image defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the broncho videoscope had no image. There was no patient involvement.